Event description:
Facility reported that at 8:30 while the pt was dialyzing it was noted that the dialysate drain of the pt's machine was cherry in color. The pt's treatment was stopped and no blood was returned. Blood was also noted in the dialysate ports. The pt was symptomatic of possible hemolysis with sob, n&v and diaphoresis. The facility stated that the machine failed to alarm blood leak. The pt was sent to the hosp and received 6 blood transfusions. The machine was pulled from the floor and a co svc rep came and replaced the defective blood leak detector.